Manufacturer narrative:
There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been returned. Investigations are underway.

Event description:
A customer reported a complaint of high readings on his precision xtra blood glucose meter. The customer obtained a reading of 199 mg/dl. A laboratory comparison reading of 103 mg/dl was obtained within 10 minutes of the adc reading. When plotted against each other on a parkes error grid the readings fall in the "c" zone showing the difference to be clinically significant.